Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m264, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when a patient was on programs 1, 2, and 3 she was getting pain in her rectum. When she was on program 4 she was not feeling the pain, it was comfortable, and she had stimulation at 2.5. The patient switched from program 1 to program 4. If the patient took the patient programmer off her implant, the stimulation stopped. The patient didn¿t feel stimulation. Her pads had been really wet for about a week and a half and this had a gradual onset. The patient synched the programmer with the implant and saw the stimulation on icon. She increased stimulation until she could feel it, and she was feeling stimulation more in the rear than in the vaginal area. This was the same location she had always felt stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.